Event description:
Routine complaint investigation identified inconsistant precision blood sugar readings while using blood glucose strips not calibrated for the meter in use. Using the incorrectly calibrated strips, could result in higher then expected readings. There results under certain conditions, could have adverse clinical effects.